Event description:
The report received from the affiliate indicated that eleven days after the index procedure the patient experienced chest pain and was admitted to the hospital. Coronary angiography was done and thrombus was observed in the previously implanted cypher 2.5 x 28mm stent in the distal circumflex target lesion. The sub acute thrombosis was treated by aspiration of the thrombus and balloon angioplasty using a 2.75 mm balloon/details unknown. The vessel flow was restored. The patient was still hospitalized eleven days after the re-intervention and was improving. The physician's comment regarding the possible cause of the thrombotic event was that the patient stopped taking his antiplatelet therapy at his own discretion.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the distal circumflex. The lesion was reported to be: de novo, eccentric, 25 mm length, 2.5 mm vessel diameter, bifurcated, and type c. The lesion was pre-dilated with a 2.0 x 15 mm balloon at 8 atm for 30 second. A cypher 2.5 x 28mm stent was implanted at 18 atm for 30 sec. The stent was post-dilated four times with a 2.5 x 10mm balloon at 22 atm for 20 seconds. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device (lot# 13411057) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.